Event description:
It was reported that two instrument handles, ref. 27040db: the one used with snrk22: during use, the resection loop moves out of the optical field of view, even though the assembly is correct. The one used with sn (B)(6): the bipolar resection cable burned at the point of insertion into the handle. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).